Event description:
Found during test. According to the reporter, the device powers off by itself. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and could not replicate or confirm the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.